Event description:
According to the reporter: highly inflammatory suture material has left a permanent haemosiderin deposition with scar of calf. Patient has been reassured that although this marking is permanent - still present 7 months post-op, it is not likely to be functionally disabling. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).